Event description:
Consumer contacted via phone and stated that the bottom brush from the dual brush head came loose and he/she almost swallowed it. No injury was reported.

Manufacturer narrative:
Product return was received and the product was identified as an oral-b power oral care refills dual action eb417 on 16-jan-2020. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the bottom brush from the dual brush head came loose and he/she almost swallowed it. No injury was reported.